Event description:
Male pt status post right tha done with a asr hip replacement system manufactured by depuy which has been recalled. The patient complained of increasing pain that was not relieved by antiinflammatory meds. His acetabular component was noted to be vertically oriented and he had a soft tissue cyst in the ileopsoas muscle anteriorly. His metal ion levels show a chrome level of 2.5 and a cobalt level of 14. He was admitted for a revision of his hip replacement acetabular component. It was noted by the surgeon in procedure that there was a significant amount of necrotic debris inside the hip joint. There was noted to be some grayish stained fluid.the acetabular component was not grossly loose, but was easily removed without any evidence of bone ingrowth with use of a quarter-inch osteotome. On MRI preoperatively the patient had a large cyst in the iliopsoas muscle. I put my finger up there. I could easily palpate the cyst extending from the hip joint. There was no significant amount of loose material. I did use a curette and curetted this area gently, but no significant material came out of the cyst. I did not extend the dissection in this area. I thought that with removal of the metal producing element of the hip this would gradually resolve. The patient tolerated the procedure well. He was later discharged. All notes above per surgeon in medical record.